Event description:
Additional information received reported that the date of onset or diagnosis of the infection was (B)(6) 2013. Signs and symptoms of the infection included redness, tenderness, and seroma over the battery site. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and the type of organism cultured was staphylococcus aureus ¿ clindamycin resistant. It was noted that perioperative antibiotics were administered. Treatment instituted for the infection included IV antibiotics and a partial device system explant of the battery and extension. The patient outcome was that the infection resolved. It was noted that the suspected source was an oral cavity infection. It was noted that the patient did not have meningitis.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3 708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va03lmw, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an infection. It was added that the neurostimulator (ins) and extension were taken out in april. It was also stated that the patient¿s system was to be completed on the day of this report. Additional information received later reported that the new extension and battery were placed on the day of the initial report and the system was working fine. A follow-up report will be sent if additional information becomes available.